Event description:
An implant form was received confirming that the patient¿s generator and lead have been replaced. The explanted product has not been received to date. No other relevant information has been received to date.

Event description:
The patient's physician submitted clinic notes which reported that the patient has experienced pain and tingling on the neck with vns stimulation since high impedance was initially reported. It was also noted that the patient had experienced a fall just prior to the high lead impedance being observed on their vns system. It was noted that the physician discovered at the patient's last office visit that the vns battery is at the end of service, and that the patient is only receiving 1.0 ma of output current. It was noted that they are still awaiting clearance on the part of the insurance for the patient's surgery. No other relevant information has been received and no known surgical intervention has occurred to date.

Event description:
A physician submitted clinic notes that reported high lead impedance on a patient's vns system. It was also noted that the generator is registering a low output current condition. No other relevant information has been received and no known surgical intervention has occurred to date.